Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a damaged intellis belt (m943899a). An email was sent to repair to replace the belt. The patient's relevant medical history included caller mentioned that implanting doctor moved their ins but wasn't supposed to and took the pt to court for not paying a medical bill as a result. Caller stated they no longer see implanting doctor. Caller also mentioned that they are having an MRI tomorrow of their shoulder because they blew it out twice and now need emergency surgery.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported previous info regarding hcp moving the ins from the abdomen area to the buttock region quite a few years ago. Patient said when they woke up from the procedure they were cut and said they did not give permission for the lead to be moved. Patient also said they can still feel the old wire inside of the old lead. Pt stated they had issues because the ins was moved from abdomen to back area above the buttock on the right cheek. Pt did not have the dates for this and states they moved so much and has been told a lot of scar tissue and keeps telling patient this. Pt stated they have to hold stomach up to use the bathroom ever since they moved the ins. Pt states they moved because they put in a double bigger lead and after moved around and woke up was cut and stated they didn't give the hcp permission to do this. Pt stated they are going to be having their device changed in near future. On 2024-jul-15 additional information was received from the patient (pt). The pt reported the revision was due to the devices not being done right and the hcp moved their implant and the pt didn't tell him to, so the hcp messed up. The hcp didn¿t take responsibility for himself to move the devices so the hcp made the pt suffer on the placement. It is unclear if the issue was resolved.